Manufacturer narrative:
H.6. Investigation: one loose 1ml syringe with needle and unknown clear fluid inside was received and evaluated. It was observed there was a clear translucent foreign matter particle floating in the fluid path near the stopper. It appeared to be a piece of plastic from the syringe. It was also noticed at the top of the syringe and on the flange, the plastic had a swirl-like pattern with some texture. The foreign matter particle was larger than level 2 in size and was rejectable per product specification. The barrel was from mold l-90 cavity 32. Potential root cause for the foreign matter defect is associated with the material handling process. This potentially occurred shortly after the barrel was released from the cast and still warm. At which time, the top of the barrel contacted a hard surface and caused a small piece of the barrel to be pushed inside. No corrective actions are necessary based on the defective rate identified. H3 other text : see h.10.

Event description:
It was reported that foreign matter was noticed in the eylea solution drawn up by the bd syringe luer-lok¿ tip during use. Lot #'s 7300853, 7240908, and 7177895 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from french to english: "particules/trouble solution has been identified by the doctor into the syringe after collecting eylea solution into the vial."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7300853, medical device expiration date: 2022-10-31, device manufacture date: 2017-12-04. Medical device lot #: 7240908, medical device expiration date: 2022-08-31, device manufacture date: 2017-10-03. Medical device lot #: 7177895, medical device expiration date: 2022-06-30, device manufacture date: 2017-07-24. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was noticed in the eylea solution drawn up by the bd syringe luer-lok¿ tip during use. Lot #'s 7300853, 7240908, and 7177895 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "particles/trouble solution has been identified by the doctor into the syringe after collecting eylea solution into the vial."